Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level reaching 819mg/dl and diabetic ketoacidosis (dka) due to an unknown cause. The customer did not observe any issues with any of the pump supplies in use during the event. Supply changes were performed and correction boluses were delivered to address the bg level. Due to the elevated bg levels and dka, the customer was hospitalized. While in the hospital, the customer received treatment in the form of an insulin drip delivered intravenously. During a follow-up, it was reported the customer was released on (B)(6)2017 from the hospital with a bg level of 107mg/dl. During the follow-up, the customer's bg level was between 80-90mg/dl.